Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient's dbs ipg suddenly deactivates, which causes a recurrence of the patient's dystonia symptoms. Reportedly, the patient went to the hospital's emergency department, troubleshooting of the patient's system indicated all stimulation parameters were blank, the original programs were reloaded and therapy was restored. However, the issue reoccurred. Additional troubleshooting suspected a hardware reset most likely caused from interaction with a strong magnetic field, but the exact cause was undetermined. Subsequently, surgical intervention may be taken to replace the patient's ipg.

Event description:
Additional information received identified the patient's dystonic symptoms had visibly increased, as a result both the patient and the doctor suspected the deterioration was due to a potentially malfunction of the dbs system and decided to replace the device.

Event description:
Additional information received identified the patient will not undergo any surgical intervention as he has not experienced any new issues.

Event description:
Additional information received identified the patient and the doctor decided to replace the patient's dbs ipg with a new one. Postoperatively, the patient's dbs system was successfully programmed.